Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog® was tested for up to 48 hours as labeled. B)(6) 2015: tandem technical support spoke to the customer, and the customer stated that after changing everything out, bg levels went back down to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having elevated blood glucose (bg) levels in the 300s mg/dl for the past day, and bgs would not come back down. Troubleshooting was performed with tandem technical support, and the pump performed as intended. Recommendation was made to change out all supplies, as they had been using the supplies for 3-4 days.